Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.046¿ offset at the lower side the tips. The bent lower grip-tip was physically sticking out from the distal clevis. Failure analysis also found observations not reported by the site and not related to the customer's reported event: the instrument was placed on an in-house system and failed the recognition test. An error stating "instrument not supported. Remote instrument" was displayed with 282 error code. The maintenance application was used and showed the instrument information found in the radio frequency identifier (rfid) was not detected. Visual inspection found sign of corroded rfid board. The instrument was also found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation, the insulation was lifted-off and still attached. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the jaw of the 8mm force bipolar instrument rotated out of its wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the customer concerning the reported event. However, as of the date of this report, no additional information has been provided.